Manufacturer narrative:
Findings: pump error during self test and high sleep current due to corroded electronic assembly. However, unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomaly noted. The motor assembly was found corroded. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.